Event description:
The company was informed that the patient developed an infection. Skin irritation from headpiece use was not observed. The patient's device was explanted. The patient was treated with antibiotics (type unknown) for 6 weeks. The infection cleared up. The patient continues to be monitored by the center.